Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that valve lv15 had malfunctioned. The fse replaced the valve, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the baths of the coulter act diff analyzer. The volume of the leak was about 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.